Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that on the morning of the call, the customer had a blood glucose level of 33 mg/dl, which was treated with a soda. The customer's wife reported that the day before the call was the customer's first day using the insulin pump. The insulin pump was not replaced or returned for analysis.